Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the mouth no longer close completely. The reported event was confirmed as the evaluation revealed the jaw is closing only halfway which is most likely caused by loose shaft. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that the mouth no longer close completely. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported.